Event description:
It had been indicated by the customer that when the lifting pole was removed from the bed, the socket liner (a plastic tube fit into the bed's frame) came off with the lifting pole. As a result when the lifting pole was fitted on the opposite side of the bed, it was not fitting properly in position. Therefore, when after some time, the patient applied pressure on the adjustable strap that was installed on the lifting pole, this pressure dislodged the pole from its position and fell on the patient's head. The patient has sustained a head injury. The laceration caused by the lifting pole's impact was stitched at the hospital. A neurosurgical consultation took place as well.

Manufacturer narrative:
(B)(6). When reviewing similar reportable events for enterprise range beds, we have not found any case with a similar fault description compared to the one investigated here: lifting pole falling out of the frame's socket onto the patient lying in bed. There is no trend observed for the reportable complaints with this failure mode for enterprise range bed. The product involved in the incident is an enterprise (B)(4), serial number (B)(4) which was manufactured on november 9, 2010. The device history record has been reviewed: no anomalies were recorded at the time of manufacture. It is also worth nothing at the time of the incident ((B)(6)2014) the bed was 3.5 years old and we are not aware of any other problems with this bed prior to the incident. The lifting pole, which is an optional accessory suitable for use with the enterprise range of hospital beds, had been delivered to this customer together with the bed. The lifting pole can be installed in either of the two sockets at the head end of the bed. In each of the frame sockets plastic liners (into which the end of lifting pole is fitted) are installed. In the complaint at hand, we have established a sequence of events which have led to the hazardous situation - one of the plastic liners was removed from the socket together with the lifting pole, therefore when it was installed on the opposite side of the bed it was not fitting fully into the frame's socket as one of the liners was already present there. This caused the lifting pole to be unstable. As a further consequence, when the patient tried to see the lifting pole by grabbing the handle, he applied pressure/force on it which caused the lifting pole to fall out from the socket and fall onto the patient. Based on the collected information, we are unfortunately unable to determine what has caused the plastic liner to be removed from the frame's socket together with the lifting pole. As the outer surface of the socket liner has been worn, we could assume that this has not been the first time when the liner has been removed from the socket. If the endings of the lifting pole have been damaged/deformed, e.g. Using the accessory to maneuver the bed or lifting pole working on the pin welded inside the frame's socket causing it to deform and widen at the bottom, the socket liner might have been taken out of the frame's socket together with the lifting pole. After installing the lifting pole with the liner on its end at the frame's socket, where the liner is already present, the lifting pole is not fully fitted - the outer diameter of the liner should be between 46,00 and 46,55 mm, the inner diameter should be between 39,4 and 39,7mm - therefore, it is impossible that lifting pole with the liner on it would be installed properly into exactly the same liner, the accessory most likely would have been loose and wobbling. Socket liners are approximately 150 mm height tubes which are easy to notice when they are taken out on the lifting pole. Additionally, product instructions for use (e.g. 746-445_6) which are provided which each manufactured bed, informs the users that this product is subject to wear and tear during use. To ensure that it continues to perform within its original specification, preventive maintenance procedures should be carried out on the product at the intervals shown. Failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver. In summary, the device failed to meet specifications, it was incorrectly installed and used at the time of event and fell on the patient's head causing the laceration. We shall continue to monitor for any further events of this nature and do not propose any further action at this time. (B)(4).